Manufacturer narrative:
The device history record (DHR) for lot 2412400080 was reviewed and no anomalies related to the reported issue were observed. The device was received for evaluation and the reported condition was observed. A corrective and preventive action has been initiated to further investigate this issue.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that when staff attached the new tubing, it would constantly rotate but would not secure. They then tried a different anti-reflux and the same thing happened. PICC was inserted under sterile conditions and placement confirmed with x-ray. When hooking up to IV fluids, noted that the hub of the catheter was defective/broken and anti-reflux valve, flush, etc would not screw on tightly and lock in place. With no way to ensure that the line would not be disrupted/exposed, PICC needed to be replaced. The customer provided the lot information for the PICC within the insertion kit as well: product 43303, lot 2221100054, exp 2027-06-30.

Manufacturer narrative:
Sections d4 UDI was corrected from (B)(4).